Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an in-clinic follow-up, the patient's pacemaker exhibited premature discharge of battery. The pacemaker was explanted. Patient condition was unknown.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with normal telemetry and output. Analysis of device image showed sharp drop in battery voltage. Further device testing did not find any functional issues other than device battery at end-of-service levels due to unknown causes. Additional testing performed on the battery by the manufacturer found no anomaly. Visual inspection of the pre-casted header was performed, indicating an unusual appearance of the epoxy. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. Device did not pass projected longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the pacemaker was replaced during the explant procedure. There were no patient consequences.